Manufacturer narrative:
It was also reported that the patient experienced a wound dehiscence. Correction: the previous or initial MDR submitted on august 22, 2024 was filed inadvertently. No infection has occurred.

Event description:
Per the clinic, the patient experienced an infection at implant site. The device was subsequently explanted under general anesthesia on (B)(6) 2024 and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.